Manufacturer narrative:
(B)(4) no longer applies.

Event description:
Additional information received from the manufacturer's representative (rep) reported the patient was not receiving effective therapy and therefore did not charge his device. It went into overdischarge and he got the end of service (eos) on his programmer. The device was not able to be restarted and would now be explanted on some future date. The rep had no further information.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's representative (rep) reported the device was overdischarged and there was no communication with the programmer, recharger, or clinician programmer. After the physician mode recharge (pmr) was performed the patient saw the end of service (eos) message. The eos message did not seem correct relative to the implant date and was related to an overdischarge event. The manufacturer file was pulled from the device and there were some recharging issues but no confirmed overdischarges. It was noted the patient did a pmr on their own. It was reviewed the battery would need to be replaced. No patient symptoms were reported. Relevant medical history includes failed back surgery syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).